Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. Proximal conductor was cut; all conductors stretched; proximal conductor had blood/body fluid (not obstructed); inner insulation kinked buckled; inner insulation pulled apart (overstress); outer insulation breached cut and cosmetic depression; blood in/on helix/lobe mechanism; lead stretched. Apparent explant damage.

Event description:
It was reported that the right ventricular lead exhibited an increase in threshold and impedances. During the lead changeout, the physician attempted to extract the lead, and the stylet got stuck in the lead, and it could not be removed. The stylet was left in the lead, the lead was cut and capped, and a new lead was implanted. Additionally, during the lead changeout, the right atrial lead dislodged, and was explanted and replaced. No further patient complications have been reported as a result of this event.